Event description:
Event was reported to (B)(4) by an attorney. The patient experienced urinary problems, pain, pain with sexual intercourse, and organ perforation. No further information has been provided.